Manufacturer narrative:
The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided; however, the complaint may be reopened upon return of product or further information.

Event description:
It was reported that the patient was revised due to metallosis.